Event description:
The patient sought medical attention on (B)(6) 2025 due to an infection at the pod insertion site. Although she was wearing a new pod at the time, the infection was caused by a previously removed pod. Symptoms included a painful, hot bump on her arm and feeling generally unwell. The diagnosis was an abscess of the upper arm. Treatment involved draining the site, administering antibiotics (sulfamethoxazole/trimethoprim), and packing the wound. She was released the same day but had to return for repacking. The patient reported high blood glucose levels and manually injected insulin before changing the pod. The site was cleaned with an alcohol wipe before application. The patient successfully resumed treatment and discussed icing the area before pod insertion for future use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown: omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.